Event description:
It was reported that an echocardiogram showed two added structures, compatible with thrombus, to the right atrial (ra) lead and right ventricular (rv) lead. It was noted the patient received subcutaneous and oral medications and an echocardiogram approximately one month later showed the thrombus had slightly reduced. The patient is a participant in post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the thrombus situated in the roof of the right atrium.